Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an rfu pacing test failure coincident with an rfu high hv capacitor low failure message during operational testing. It was noted that the customer replaced the therapy pca in an attempt to resolve the issue but the error messages remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.